Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump buttons were not responding and the cannula was bent. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-332a, mmt-1884, mmt-397a, mmt-7040b. Troubleshooting was performed for the keypad anomaly, and the customer received a delayed response from all the buttons. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshoting was performed for insulin flow blocked alarm during therapy. Customer reported bent cannula (not a slight bend/curve) after removing site portion. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned. The customer will discontinue use of the infusion set. Mmt-397a was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (4) no delivery/occlusion alarms in the event date of 08-dec-2025 started from 14:27:59 to 16:42:35 during basal delivery. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Keypad/button unresponsive/button error alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.